Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the stylet returned with the lead was damaged. Stylet insertion was performed using a stylet sample, the stylet passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to advance the stylet to the end of the right ventricular (rv) lead, so it was not possible to navigate nor fixate the lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.